Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of "high" on cgm; due to incorrect time being set. Customer treated high bg with a correction bolus via pump. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.